Event description:
During prepation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartsting seal to complete the procedure. No pt complications were reported by the hosp.